Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the jaws closed. The jaws were forcibly opened, it was noted that there was tissue stuck on the jaws, the tissue was removed. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). The opening and closing of the jaws was working fine. The accumulation of body fluids and tissue is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device.

Event description:
It was reported that during a laparoscopic assisted low anterior resection procedure, the device failed. No additional information is available at this time. There were no patient consequences reported. One device will be returned.